Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete customer, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient received a message on their ipg indicating that they would lose therapy soon. Reportedly, the patient never lost therapy. As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.